Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided an inappropriate shock due to oversensing. Technical services (ts) reviewed the episode and discussed the episode shows a slow ventricular tachycardia (vt) around 170 beats per minute (bpm) and the shock was delivered. It was mentioned there was double detection of t-waves or on large qrs. The shock was effective as the rhythm was converted, however, the physician does not believe the shock should be delivered. It was advised to check if there is any other sensing vector available to program and keep the patient on close monitoring. The s-ICD system remains in service. No additional adverse patient effects were reported.